Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2202-45, serial/ lot: (B)(4), description: dbs directional lead sterile kit 45cm. Model: nm-3138-55, serial/ lot: (B)(4), description: 55cm 8 contact extension. The devices were not returned for analysis and the complaint of explant due to infection could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probable cause for the complaint therefore the cause cannot be established. Devices were discarded by facility.

Event description:
It was reported that the patient presented with an infection at the ipg battery incision site. The patient presented with redness and discharge at the incision site. No cultures were taken, however the patients entire system was explanted and the patient was given antibiotics. According to the physician, the patient is expected to recover.